Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that she had been having air bubbles in the reservoirs after filling them. Blood glucose value was 250 mg/dl. The customer explained that the air bubbles are located on the top part of the reservoir and the size is larger than quarter of an inch. She stated that she attempts to push them out when she removes the reservoir from the vile and attaches it to the set. She manually primes the set but the air bubbles never exit the top of the dome. It was found that the customer is removing the reservoir when the insulin vile is upside down and not on a flat surface; insulin is at room temperature. The customer was instructed to fill a new reservoir, but she accidently removed the plunger and exposed the o-rings. She was assisted with a new reservoir and was able to fill it without getting air bubbles. The product will not be returned for analysis.